Manufacturer narrative:
Although device was not returned to the manufacture for evaluation. Pictures of the broken instrument confirms tip has been broken off within the set screw. Fracture surface appears to be a fairly flat, brittle fracture with circular material flow, consistent with torsional overload. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Visual and optical examination reveals approximately 3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload.

Event description:
It was reported that during final tightening of l4-s1 spinal procedure, the tip of the screwdriver broke and stuck in the plug. The plug then was replaced so that the broken tip also was retrieved. No patient complications were reported.